Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to chest pain after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the ICD may have detected a supra ventricular tachycardia (svt) arrhythmia as a ventricular fibrillation (vf) episode resulting in the patient receiving inappropriate therapy. Additionally it was noted the right atrial (ra) lead displayed intermittent atrial under sensed events. The device and lead remain in use. No further patient complications have been reported as a result of this event.